Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (B)(4) that was being used with the transmitter during the reported intermittent "y" icon was returned on (B)(6) 2013. Evaluation of the receiver confirmed the reported event. The root cause was unable to be determined.

Manufacturer narrative:
Evaluation of data confirmed the intermittent out of range. Data was received (B)(6) 2013.